Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7072438.

Event description:
It was reported that the patients leads were fractured, however, imaging was not taken to confirm the issue. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patients leads were fractured, however, imaging was not taken to confirm the issue. No further information could be obtained despite good faith efforts. Additional information was received that the leads had multiple contacts out and the patient was not getting enough pain relief. The patient was also experiencing discomfort at the implantable pulse generator (ipg) site. The patient underwent a spinal cord stimulator (scs) system replacement procedure and a magnetic resonance imaging (MRI) compatible device was implanted. The explanted device was kept by the medical facility and there were no reported complications postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 371795.